Manufacturer narrative:
The customer's calibration and qc results were requested but not provided. The field service engineer replaced the ise sample probe and pinch valve tubing. He performed adjustments, a reagent prime, and ise checks. He performed calibration and qc with acceptable results. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer confirmed calibration and qc were acceptable. It was unknown if the initial na result was reported outside the laboratory, the information was requested but not provided. The customer performed repeat testing with the patient's sample. The patient's initial na result was 180 mmol/l. The patient's repeat na result was 139 mmol/l. The na electrode lot number and expiration date were requested but not provided.